Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 39 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a CT from 1 month ago showed that the stent graft has migrated and is 11 mm from the lowest renal artery, resulting in a proximal type I endoleak. At the time of migration, the aneurysm is 57 mm in diameter, and the aortic neck is 22-28 mm in diameter. The distal fixation was described as good, with both limbs extending to 1 cm proximal to the hypogastric arteries bilaterally. The stent graft migration and endoleak were attributed to aortic neck dilatation due to disease progression. The physician elected to intervene by placing an endurant cuff, which successfully resolved the migration and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, graft migration). (Aortic neck dilatation due to disease progression). Conclusion: (aortic neck dilatation due to disease progression).